Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding an implantable neurostimulator. The reason for the call was patient rep reported that about 4 months ago, the patient started feeling pain on their lower back right at the spine area and they would feel weak despite the caller charging the ins regularly. Caller also noted that they would need to charge the ins every 2 days because the ins would be at 40% by then. Agent reviewed recharging frequency. Agent walked patient through changing their settings on the ins. Caller increased the intensity on group a and patient could feel the stimulation around their chest area. Caller switched to group b and adjusted the intensity and the patient could feel the stimulation on their left side going down to their hip but not on their lower back. Caller switched to group c and adjusted the stimulation, but patient could also feel the stimulation on the left hip side. Agent reviewed ins optimization and redirected patient to their healthcare provider (hcp). Agent provided patient with national answering service (nas) phone number to provide to hcp.